Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation a root cause could not be identified. It is likely the following led to the malfunction: component failure of the pump head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the olympus flushing pump was found to have a flow rate outside the standard range during pre-use inspection. There was no patient involvement.